Manufacturer narrative:
Concomitant medical products: mc1vr01-delsys, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion. No action taken, and patient monitored. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.